Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The revision reported was likely the result of the reported pain. The prosthesis wear appears unremarkable considering the devices have been implanted for over 15 years. Potential contributions of user or patient-related considerations to the event could not be assessed because the component was not returned for evaluation, and no relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomittants: 0880481 200-02-35 - three peg patella 35mm. 0833933 200-04-44 - cemented finned tib. Tra sz 4f/4t. 0729368 230-03-04 - optetrak asy, cr cemented femoral, sz 4. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a 69 yo female patient, initial knees implanted in (B)(6) 2006, underwent a bilateral revision procedure in (B)(6) 2025, approximately 18 years 5 months post the initial procedure. The patient was revised due to poly wear and pain. The surgeon revised the poly in both knees. The patient was last known to be in stable condition following the event. X-rays were provided. The explants are not available for return. Device images were provided. No further information. This is 1 of 2 events. Left knee under MDR#1038671-2025-01758.